Manufacturer narrative:
Investigation in process.

Event description:
It was reported that the implant had fractured during implantation. Another implant was used and the surgery was successfully completed.